Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, the discovery was made that the ventilator is inoperative. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center, the bipap a30 device was visually inspected and there is evidence of foam degradation. Additionally, the technician was unable to extract information due to the ventilator is inoperative. It is documented that the pca needs to be replaced. No repair was performed. The device was scrapped by the third-party service center after the evaluation was completed. Additionally, there is dust/dirt contamination documented as being discovered inside of the device.